Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered an event where an infusion set fell off during use on 25/may/2024, which was used uptil 27/apr/2024. Patient used skin tac liquid adhesive at the area of insertionpatient replaced infusion set and resumed insulin successfully. No further information available.